Manufacturer narrative:
The event occurred outside the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
On (B)(6) 2016 customer measured a value of 363 mg/dl and injected 18 units of apidra. Due to the injection he suffered from hypoglycemia and was unconscious. Customer was admitted to the hospital. He can¿t remember further details of the event. Meter and test strips requested for investigation.